Manufacturer narrative:
The device had button response due to corroded keypad traces and no unexpected numbers ramping or scrolling on their own noted. The insulin pump was received with cracked display window corners, cracked battery tube threads, a cracked reservoir tube lip, and a cracked lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 150 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.